Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and spouse contacted support for assistance with a first supply change on an ilet system, during which the agent guided them to fill a new cartridge, connect and rewind, load supplies in proper order, prime tubing, insert the infusion set (23 inch, 6 mm), and fill the cannula to resume insulin delivery; a blood glucose of 189 mg/dl was noted and categorized as hyperglycemia of unclear cause, with no device alerts or alarms reported. Symptoms included transient hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the event was associated with supply change handling with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.